Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead exhibited high impedance and noise/oversensing observed during testing of the lead with a competitor 0.014 guidewire inside the lead. The ipl was removed and replaced with a different lead. It was also reported that due to patient's anatomy placement difficulty occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.